Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel boards and connections were evaluated and reseated. The voltage on the control panel power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that when the customer pressed a button on the control panel, they system displayed a "fast stop activated" error and had to be rebooted. The customers issue describes a system lock up. There is no report of death or serious injury.